Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the loading process. Customer changed the infusion set tubing and cartridge. No issues were observed with the supplies. Customer's blood glucose was 142 mg/dl.